Event description:
It was reported that the patient had been experiencing pain at the lead site. It was noted that the patient was referred for a prophylactic replacement and possible revision of the lead for the neck pain. The generator was only replaced. Per the physician, the patient stated the neck pain was due to vns and was the reason for the replacement referral. It was noted that the patient was doing well after the generator replacement. The explanted device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
D.1 - d.4: suspect device updated to lead m304-20 as the pain in the neck was due to scar tissue.

Event description:
The explanted products were not available for return. Per the surgeon, the pain is due to scar tissue in the neck restricting freedom of movement of the lead. The lead area was revised and the surgeon was freed from the scar tissue during the battery exchange. No additional relevant information has been received to date.